Event description:
It was reported by the customer "10/14/2022 pt. Arrived on the chemotherapy unit today for disconnect from 5-fu pump. Pt. Showed rn that he noticed his pump was leaking since this morning. The leak was from the micoclave connector of the mediport line from where it was inserted into his chest. More specifically, it was from where the microclave was screwed on to the mediport line itself. There was some white residue on the microclave as well on the patient's shirt where it was resting on this site. Pt. Was sure that it had not started leaking until today. Mediport needle was removed and pt's skin was cleaned where leakage was. He was then re-access for hydration." Additional information received via medwatch: serious of 28 similar events from 9/27/2022 through 12/14/2022 from three lot numbers (asgsfc061, asgsfc052, and asgsfc076).a leak was noted from the mediport needle tubing during intravenous continuous infusion (ivci) of chemotherapy medication.  Events involve a patient will report leaking, or a nurse will identify a leak, after (24-48hr) infusion.  After each report, a crack was found at the bifurcation on the mediport tubing at the proximal site.  The cracks are nearly identical in nature.  These cracks have been associated with take-home 48-hour infusions with 5fu."28 occurrences were reported.  After follow-up with the customer, differentiating information was received. Multiple files were created to capture the differentiating information across the 28 occurrences.

Manufacturer narrative:
28 occurrences were reported by the customer. After follow-up with the customer differentiating information was received that required additional files. The following medwatch reports were created to capture the differentiating information across the 28 occurrences:  3006260740-2023-00176, 3006260740-2023-00175, 3006260740-2023-00174, 3006260740-2023-00173, 3006260740-2023-00172, 3006260740-2023-00178, 3006260740-2023-00179, 3006260740-2023-00180, 3006260740-2023-00181, 3006260740-2023-00177, 3006260740-2023-00187, 3006260740-2023-00186, 3006260740-2023-00185, 3006260740-2023-00184, 3006260740-2023-00183, 3006260740-2023-00182, 3006260740-2022-04404, 3006260740-2022-04515, 3006260740-2022-04406, 3006260740-2022-04407, 3006260740-2022-05664, 3006260740-2022-05840, 3006260740-2022-05841, 3006260740-2022-05859, 3006260740-2022-05858, 3006260740-2022-05910, 3006260740-2022-05982, 3006260740-2022-06010.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "(B)(6) 2022 pt. Arrived on the chemotherapy unit today for disconnect from 5-fu pump. Pt. Showed rn that he noticed his pump was leaking since this morning. The leak was from the micoclave connector of the mediport line from where it was inserted into his chest. More specifically, it was from where the microclave was screwed on to the mediport line itself. There was some white residue on the microclave as well on the patient's shirt where it was resting on this site. Pt. Was sure that it had not started leaking until today. Mediport needle was removed and pt's skin was cleaned where leakage was. He was then re-access for hydration."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "10/14/2022 pt. Arrived on the chemotherapy unit today for disconnect from 5-fu pump. Pt. Showed rn that he noticed his pump was leaking since this morning. The leak was from the micoclave connector of the mediport line from where it was inserted into his chest. More specifically, it was from where the microclave was screwed on to the mediport line itself. There was some white residue on the microclave as well on the patient's shirt where it was resting on this site. Pt. Was sure that it had not started leaking until today. Mediport needle was removed and pt's skin was cleaned where leakage was. He was then re-access for hydration."